Event description:
The customer reported the blower stalled: a blower malfunction may result in no airflow during operation, which can cause vent inop and hypoventilation/lack of volume delivery during normal ventilation use. No patient involvement .

Manufacturer narrative:
The customer returned mc board and blower were installed in an fi test ventilator. The blower rpm speed was correctly reported on the diagnostic screen. The ventilator was run in normal ventilation for 2 hours without errors occurring. It was concluded that the mc board and the blower did not contribute to the reported problem.